Manufacturer narrative:
The tech found the prongs are bent that go into the wall on the communication cable. The tech replaced the communication cable to resolve the issue.

Event description:
The account alleged the nurse call is not functioning. No pt impact.